Manufacturer narrative:
Due to characterization limit e1: initial reporter: dr (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Dr (B)(6), an interventional cardiologist, called into emergency support program line for assistance with a restriction alarm on a cardiosave with a sensation plus catheter during use. Dr (B)(6) stated he a patient had a chest pain and had balloon pump therapy initiated as a bridge to CABG on friday by his partner. The patient was 6¿2¿ with a 50cc balloon catheter. The bedside team noted balloon malposition on the morning chest x-ray and dr (B)(6) had tried to advance the balloon catheter at the bedside a few cm at a time. After repositioning the catheter, a restriction alarm started and there was notable rounding in the balloon waveform. He also reported a change in augmentation and pressure waveforms and indices. He denied any blood in the helium extender tubing or any exterior kink or bend present. Dr (B)(6) was inquiring about to resolve the issue. The pump had not been in standby for an extended time. Esp personnel recommended repositioning under fluoro for a clearer view of the catheter. Dr (B)(6) asked about the possibility of rewiring the balloon catheter which esp personnel advised against. Dr (B)(6) also asked about upsizing the sheath with an exchange and esp personnel not recommended about using non-getinge products. Esp personnel informed him about the wire reinforced sheath provided in the insertion kit. He denied any additional questions at this time and was appreciative of the support. At 2:52 pm est, dr (B)(6) called back and inquired about difficult insertion experiences with the provided sheath. They reviewed insertion techniques including taking ¿small bites¿ no more than 1¿ at time for inserting the ballon cathter throught the sheath. He also asked about dipping the catheter in water prior to insertion. They discussed leaving the t handle in place until immediately prior to insertion to prevent the ballon from unfurling and never dipping or wiping the balloon catheter prior to insertion. At 3:01 pm est, dr (B)(6) called back stating he was going to upsize the sheath but only had a long sheath unless he upsized to an 11fr. Esp personnel again reiterated the importance of using the getinge supplied sheath and guidewire provided in the insertion kit and also informed that the supplied guidewire is a 0.025¿ wire, the sheath is 6¿ long and sent the technical specifications pdf for the sensation plus catheter. At 3:44 pm est, dr (B)(6) called again to update that the balloon catheter did not need exchanged. A ¿fast cath¿ sheath had been used for the initial insertion and the ¿locking hub¿ on the sheath had been overly tightened preventing appropriate flow through the balloon catheter. The alarm had resolved after loosening the locking hub. There was no patient harm or injury reported.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d7a, h6(medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Balloon pump (iabp) therapy due to a restriction alarm and abnormal balloon waveform characteristics after bedside repositioning of a 50cc balloon catheter. The bedside team observed balloon malposition on x ray, and dr. (B)(6) attempted to advance the catheter incrementally. After repositioning, the system displayed waveform rounding, decreased augmentation, and altered pressure indices. No blood was observed in the helium tubing and no external kinks were identified. Esp advised repositioning under fluoroscopy and recommended against rewiring or using non getinge sheaths. Multiple follow up calls occurred, including questions about insertion techniques and sheath compatibility. Ultimately, dr. (B)(6) reported that the issue was resolved in the cath lab. The initial insertion used a fast cath sheath whose locking hub had been overtightened, restricting flow through the balloon catheter. Loosening the hub immediately resolved the restriction alarm. No patient harm occurred. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, overtightening of the fast cath sheath locking hub restricted balloon catheter flow, triggering the restriction alarm and abnormal balloon waveforms. Per IFU a maquet sheath is recommended. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.